Event description:
Bd alaris smartsite pump infusion set.

Manufacturer narrative:
Tab d material and lot number updated.

Manufacturer narrative:
The customer reported that the sample was leaking, and returned one used sample of material and lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and the complaint of leakage due to tubing damage at the pump segment was confirmed. The upper area of the silicon pumping segment had two mini pinholes, where the tubing was leaking from. The smart site laser ID numbers were sent to the plant, and material #11532269, lot #25095002 was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be traced to the manufacturing process. There is a potential root cause for the issue related to clinical practice when using the pump. A member of our clinical team has been notified of the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing leakage occur with a hazardous study drug leading into a staff skin exposure due to the faulty tubing leakage.